Event description:
On 7/28/95 during coronary artery bypass surgery on a 75-yr-old male pt, the perfusionist noted blood foam was venting from the exhaust port. The device was evaluated by the MFR and a fiber leak was observed at the 6th fiber channel on the gas inlet side of the gas manifold.